Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot# va1h3t7) identified that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1h3t7 serial# implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that when the lead was tested, poor motor responses where noted. During stage 2 of the implant, the insulation on the lead was identified as damaged by the implanting physician. This damaged was noted after the routine removal of the boot and extension. The damaged lead was explanted and a new lead was implanted. This resolved the issue. No further complications were anticipated/reported.